Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent a hip revision surgery on (B)(6) 2015. The original surgery is dated (B)(6) 2015. The revision surgery was due to suspected loosening. During the revision, it was found that the implants were well fixed but still revised. The original arc monoblock stem and 40mm femoral head were removed and replaced with a modular stem and neck and a new femoral head.